Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. The right ventricular lead exhibited noise reversion episodes. The noise could be reproduced with pocket manipulation and isometric testing. Reprogramming the device did not resolve the noise issue. The lead was explanted and replaced. The patient was in good condition post procedure. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found that the insulation was abraded at 15.8 cm to 16.0 cm from the connector pin which exposed the outer coil. The abrasion was consistent with exposure to constant friction against another implantable device. This likely contributed to the reported noise.